Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal and mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during insertion, a motor drive overload occurred and the ivus catheter was noted to show slight air ingress. The procedure was completed with another of the same device. No patient complications were reported.